Manufacturer narrative:
It was noted that the five (5) referenced devices were not available for return; therefore the truclips were unable to be evaluated to confirm or negate the complaint. Additionally, no lot/serial number information was provided; therefore, review of the device history record(s) was unable to be performed. The truclip IFU includes a warning that states: ¿truclip must be mounted securely to ensure clinical stability and to prevent injury to the patient or user¿. The IFU also advises the clinician to clean the surface of the truclip before and after each use by wiping with 70% isopropyl alcohol or 5% bleach and inspect to ensure the integrity of the device. It is common clinical practice for the clinician to monitor the transducer vent port so that it corresponds to the chamber where the pressure is being measured. Clinicians routinely follow hospital policies and procedures for frequency of zeroing the transducer system and thereby monitoring the level of the truclip device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use of the truclip pressure monitoring accessory, it was noted that the rubber grip (pads) which hold the clamp, fell off. Without sufficient grip, when the truclip is positioned on the infusion stand, it is unable to maintain its position, resulting in the inability to accurately read the patient¿s pressure; the clip slides down the pole and the reading of the patient¿s pressure is inaccurate. As a result, the clip continually needs to be moved back into place and the transducer requires re-zeroing in order to function as expected. Patient demographics were unable to be obtained; however, no patient compromise was reported and no additional system-related devices are identified as contributors to the event(s). The five suspect devices were reported as not available for return and evaluation.